Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer had a blue fluid leak. Customer reported that the fluid leaked onto the counter and on the floor. Customer reported that the volume of the leak was 4 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) could not reproduce the leak. The fse found clenz in the vent waste vacuum chamber vc3. The fse drained the clenz from vc3. The fse ran shutdown, startup, controls, patient samples and all components drained properly.

Manufacturer narrative:
(B)(4).